Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unk. It was reported that the device was deployed outside the contralateral limb. The physician elected to convert the stent graft to an aui and a femoral to femoral bypass was performed to complete the case. No additional clinical sequelae were reported and the pt was reported and the pt was reported to be fine.